Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the rear therapy electrode (te) interconnect cable was cut, the cable connecting the front te to ecgs "a" and "b" was cut between ECG "b" and the distribution node (dn), and the cable connecting the dn to the rear te cable was also cut. There is no indication that the damage found on the belt caused or contributed to the patient's death as the belt was able to monitor the patient, detect arrhythmias, and delivered treatment shocks. The root cause for the severed cables was physical abuse. Device manufacture date: monitor - 01/10/2011; belt - 01/02/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. It was reported that the patient was at home and the patient's spouse was present. The device was reportedly alarming but the patient was unconscious and did not press the response buttons. Resuscitation efforts were made. Ems was called and transported the patient to the hospital where he later died. Per review of the event, the patient received 15 full energy defibrillation shocks from the lifevest prior to passing. The device first detected an arrhythmia on (B)(6) 2018 at 20:02:54 while the patient was in vt at 240 bpm. The device released gel at 20:03:18 and the first shock was delivered at 20:03:29 while the patient was in vt at 230 bpm. The post shock rhythm was bradycardia at 50 bpm with nsvt. The second treatment shock was delivered at 20:03:57 while the patient was in bradycardia at 50 bpm with nsvt. The post shock rhythm was bradycardia at 40 bpm with bigeminy. The detection sequence was exited momentarily. The third treatment shock was delivered at 20:06:18 while the patient was in vt at 230 bpm with the post-shock rhythm being asystole with intermittent cardiac activity. The fourth treatment shock was delivered at 20:06:42 while the patient was in asystole with intermittent cardiac activity. The post-shock rhythm was a 2 beat conversion degrading to recurrent vt at 240 bpm. The fifth treatment shock was delivered at 20:07:14 while the patient was in vt at 230 bpm with the post-shock rhythm being severe bradycardia at 10 bpm (complete heart block) with nsvt. The sixth treatment shock was delivered at 20:07:39 while the patient was in asystole with the post-shock rhythm being accelerated idioventricular rhythm at 70 bpm with nsvt. The detection sequence was exited momentarily. Between 20:09:10 and 20:11:42, the patient received the seventh through eleventh treatment shocks while in vt from 240-250 bpm. The corresponding post-shock rhythms for these five shocks were asystole with recurrent vt at 240 bpm, accelerated idioventricular rhythm at 70 bpm with recurrent vt at 240 bpm, asystole with nsvt and recurrent vt at 240 bpm, sinus tachycardia at 110 bpm with pacs, and severe bradycardia at 10 bpm with nsvt degrading to vt at 250 bpm. The twelfth treatment shock was delivered while the patient was in asystole with the arrhythmia having auto-terminated 2.5 seconds pre-shock delivery. The post-shock rhythm was severe bradycardia at 10 bpm with nsvt degrading to vt at 250 bpm. The thirteenth to fifteenth treatment shocks were delivered between 20:12:13 and 20:13:47 while the patient was in vt from 250 to 270 bpm. The corresponding post-shock rhythms for these three shocks were accelerated idioventricular rhythm at 70 bpm degrading to vt at 270 bpm, vt at 260 bpm, and accelerated idioventricular rhythm at 70 bpm degrading to nsvt at 250 bpm. From 20:13:47 until the device was shutdown at 21:11:45, the patient was in sinus tachycardia at 110 bpm with nsvt degrading to vf for one minute, self-converting to asystole with recurrent vf. Nsvt, oversensing low amplitude cardiac signal and recurrent vf contributed to the false detections. The response buttons were not pressed during the event. An investigation into why the patient was not treated during the subsequent instances of vf is currently underway. A supplement will be submitted.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the rear therapy electrode (te) interconnect cable was cut, the cable connecting the front te to ecgs "a" and "b" was cut between ECG "b" and the distribution node (dn), and the cable connecting the dn to the rear te cable was also cut. There is no indication that the damage found on the belt caused or contributed to the patient's death as the belt was able to monitor the patient, detect arrhythmias, and delivered treatment shocks. The root cause for the severed cables was physical abuse. Device manufacture date: monitor - 01/10/2011. Belt - 01/02/2015.

Event description:
Supplement report: the investigation into why the patient was not treated during the subsequent instances of vf has concluded. When the recurrent vf was seen following the last five treatment shocks, the device had not exited the detection sequence. The device did not deliver any additional pulses during the recurrent vf as the device had already delivered the maximum five treatment shocks possible during a single treatment sequence. There is no indication of a device malfunction. Initial report: a us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. It was reported that the patient was at home and the patient's spouse was present. The device was reportedly alarming but the patient was unconscious and did not press the response buttons. Resuscitation efforts were made. Ems was called and transported the patient to the hospital where he later died. Per review of the event, the patient received 15 full energy defibrillation shocks from the lifevest prior to passing. The device first detected an arrhythmia on (B)(6) 2018 at 20:02:54 while the patient was in vt at 240 bpm. The device released gel at 20:03:18 and the first shock was delivered at 20:03:29 while the patient was in vt at 230 bpm. The post shock rhythm was bradycardia at 50 bpm with nsvt. The second treatment shock was delivered at 20:03:57 while the patient was in bradycardia at 50 bpm with nsvt. The post shock rhythm was bradycardia at 40 bpm with bigeminy. The detection sequence was exited momentarily. The third treatment shock was delivered at 20:06:18 while the patient was in vt at 230 bpm with the post-shock rhythm being asystole with intermittent cardiac activity. The fourth treatment shock was delivered at 20:06:42 while the patient was in asystole with intermittent cardiac activity. The post-shock rhythm was a 2 beat conversion degrading to recurrent vt at 240 bpm. The fifth treatment shock was delivered at 20:07:14 while the patient was in vt at 230 bpm with the post-shock rhythm being severe bradycardia at 10 bpm (complete heart block) with nsvt. The sixth treatment shock was delivered at 20:07:39 while the patient was in asystole with the post-shock rhythm being accelerated idioventricular rhythm at 70 bpm with nsvt. The detection sequence was exited momentarily. Between 20:09:10 and 20:11:42, the patient received the seventh through eleventh treatment shocks while in vt from 240-250 bpm. The corresponding post-shock rhythms for these five shocks were asystole with recurrent vt at 240 bpm, accelerated idioventricular rhythm at 70 bpm with recurrent vt at 240 bpm, asystole with nsvt and recurrent vt at 240 bpm, sinus tachycardia at 110 bpm with pacs, and severe bradycardia at 10 bpm with nsvt degrading to vt at 250 bpm. The twelfth treatment shock was delivered while the patient was in asystole with the arrhythmia having auto-terminated 2.5 seconds pre-shock delivery. The post-shock rhythm was severe bradycardia at 10 bpm with nsvt degrading to vt at 250 bpm. The thirteenth to fifteenth treatment shocks were delivered between 20:12:13 and 20:13:47 while the patient was in vt from 250 to 270 bpm. The corresponding post-shock rhythms for these three shocks were accelerated idioventricular rhythm at 70 bpm degrading to vt at 270 bpm, vt at 260 bpm, and accelerated idioventricular rhythm at 70 bpm degrading to nsvt at 250 bpm. From 20:13:47 until the device was shutdown at 21:11:45, the patient was in sinus tachycardia at 110 bpm with nsvt degrading to vf for one minute, self-converting to asystole with recurrent vf. Nsvt, oversensing low amplitude cardiac signal and recurrent vf contributed to the false detections. The response buttons were not pressed during the event. An investigation into why the patient was not treated during the subsequent instances of vf is currently underway. A supplement will be submitted.